Event description:
Medtronic paradigm quickset lot #9's has had the same no delivery problems the lot 8's series had failure and no delivery. In the past 5 days, I have had to change the set 13 times, it is supposed to be every two days. Last evening, the set obviously went bad before or at dinner bolus time. I took a correcting bolus at bad, as the glucose was slightly elevated; by 8 am this morning, my glucose was over 600. At 800 is comatose! My glucose level yesterday started at 105 and stayed level or low throughout the day. I am a diabetic who has never been hospitalized for control only. I've been on a pump for around 15 years. Yes, I have long-term complications. That's why I'm on the pump. It has helped me keep my vision, detect heart disease before damage and kept my kidneys operating after 29 yrs of diabetic nephropathy. In the past 2 yrs, I have had this same problem with at least 3 sets per box of 10, and medtronic does nothing. A voluntary recall after these same problems for 1-1/2 years. And the boxes they replaced the old with had the same problems. This is serious! It can easily lead to death, and is leading to serious damage in any pump user experiencing this. You can't continue to ignore this because we are a small group of type 1 diabetics! Medtronic quick-set paradigm beginning use date: 2008, using since. Dose or amount: 1 at 2 days, frequency: na, route: subdermal. Dates of use: 2009. Diagnosis or reason for use: diabetic mellitus, juvenile. Event reappeared after reintroduction: yes.